Manufacturer narrative:
(B)(4). As the cassette was not returned and the lot number is unknown, a device analysis cannot be completed. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro apd systems patient at-home guide¿, which is shipped with every homechoice device. The guide provides step-by-step instructions for properly priming the disposable set. It warns the user not to connect to the patient line unless the fluid level is at or near the connector at the end of the disposable set patient line. It also instructs the user to connect the patient line extension to the patient line prior to priming. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During troubleshooting for an unrelated alarm on the homechoice (hc) machine, it was reported that the home patient (hp) had attached an extension to the patient line after priming. The hp then connected and stated that they observed air bubbles in the patient line. The technical service representative (tsr) reviewed proper procedures, per the user manual, with the hp, explaining that the extension should be attached before priming. The hp planned to start therapy over with new supplies. There was no patient injury or medical intervention associated with this event. No additional information is available.